Event description:
According to an operative record received from the initial reporter, the pt presented to the hosp with a high fever, a rising while blood count, and evidence of periaortic valve abcess. Surgery was done to remove the abscessed aortic graft, replace the ascending aorta and aortic valve. Re-implantation of a coronary artery was also done. According to the operative report, the pt experienced maked coagulopahty during surgery and required several hours before bleeding was controlled and the sternum closed. The pt was moved to the intensive care unit in critical condition. According to the initial reporter, the pt "expired after a long hosp course."